Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, re-stenosis occurred. The pt presented to the emergency room with chest pain along with left shoulder pain and myocardia infarction. The pt received nitroglycerin, lovenox and aspirin. Betablockers were added and it was noted that the pt tolerated them well. The pt's troponin levels rose to 11.2 and the pt experienced inferior t-changes on top of his chronic left bundle branch block. The pt was admitted to the hospital and two days later, the pt underwent a coronary artery drug eluting stenting treatment procedure on the 99% stenosed right coronary artery (rca). It was noted that there was evidence of intraluminal thrombus. The lesion was predilated with a 2.0x12mm maverick balloon. Multiple dilations were also performed with a 2.5x12mm unspecified balloon. A 2.50x16mm taxus stent was then advanced to the distal rca and was successfully deployed. It was noted that there was some narrowing of the right posterior descending artery (rpda) which was covered by the stent. The deployed stent appeared to be slightly small and post dilation was performed using a 3.0x8mm non bsc balloon. The post dilation balloon successfully brought the size of the stent up to 3.05mm. Intracoronary artery nitroglycerin was then given and an angiogram was taken confirming that the previous narrowing of the right pda was related to a vasospasm. The spasm was relieved with the nitroglycerin. The procedure was successfully completed with 0% residual stenosis and timi 3 flow. The pt was started on plavix and was continued on aspirin, betablockers and nitrates. The pt's ejection fraction was 40% with global hypokinesis. It was noted that the left anterior descending artery (lad) and circumflex (cx) demonstrated no significant stenosis and the obtuse marginal (om) demonstrated 50% stenosis. Ten months later, the pt presented to the emergency room with chest pain and shortness of breath. The pt was brought to the cardiac catheterization lab and it was discovered that the rpda was 80% stenosed. A 2.5x12mm maverick balloon was advanced over the non bsc guide wire through the struts of the previously placed 2.50x16mm taxus stent. The balloon was inflated to 10atms for 28 seconds, 10atms for 60 seconds and 10atms for 30 seconds. The balloon angioplasty was successfully completed with no pt complications, 20% residual stenosis and timi 3 flow. One year and six months later, the pt was admitted for 23 hours due to abdominal pain following a catheterization, the pt was also experiencing chest pain that went down his left arm and would last 2 minutes to 3 hours. A cat scan was performed and there was evidence of an inguinal hematoma and partial inferior wall reversibility. It was noted that the 2.50x16mm taxus stent that was placed in the rca was patent. However, distal to the stented area there was an eccentric 30-40% discrete stenosis which continued into the distal rca. There was also an ostial 80% stenosis in the first branch of the pda. The pt was continued on medical therapy.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.